Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that small threads discovered inside of the femoral shield. It was discovered when the nurse opened up the box and they have not touched the product. No patient involved. Pictures attached. Note: the complaint device was evaluated and investigated by the manufacturing site. Please refer to the attachment (B)(4) investigation.docx, for the investigation report. The product was returned to depuy synthes and the team conducted a visual inspection of the returned device. Based on the investigation performed, the complaint is considered localized. The complaint device was returned-however, the described defect could not be confirmed. Based on this, the root cause could not be determined. Any new complaints for this complaint type will be continued to be monitored. No further actions are required at this time. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the attune cr fem rt sz 8 cem. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product device history record or batch traveler was reviewed for batch m16c65. No manufacturing-related issues or deviations were noted.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported that small threads discovered inside of the femoral shield. It was discovered when the nurse opened up the box and they have not touched the product. No patient involved. Pictures attached. Note: the complaint device was evaluated and investigated by the manufacturing site. Please refer to the attachment (B)(4) investigation.docx, for the investigation report. The product was returned to depuy synthes and the team conducted a visual inspection of the returned device. Based on the investigation performed, the complaint is considered localized. The complaint device was returned-however, the described defect could not be confirmed. Based on this, the root cause could not be determined. Any new complaints for this complaint type will be continued to be monitored. No further actions are required at this time. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the hardinge fem cement restr. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product device history record or batch traveler was reviewed for batch m16c65. No manufacturing-related issues or deviations were noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that small threads discovered inside of the femoral shield. It was discovered when the nurse opened up the box and they have not touched the product. No patient involved.